Manufacturer narrative:
(B)(4). The pump is not expected to be returned and no serial number of the pump was provided. If the pump is returned in the future, an evaluation will be completed and a supplemental report will be filed.

Event description:
It was reported that prior to the notice of the pump failure that was reported on (B)(6) that she had a patient that was recovering immediately post/op and patient had multiple drips. The patient's bp went from 90 to 170 systolic with levophed on standby and with epinephrine off. The nurse switched the medication to another pump. The event also stated the nurse did not know if it was a pump failure and second guessed herself. A second source regarding this complaint was received on (B)(6)-2011 which stated that a free flow occurred on (B)(6) 2011.